Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrial sensing test in-clinic in the ddd pacing mode, loss of pacing on the ventricular electrogram (egm) was noted. Because there was no surface electrocardiogram, it could not be determined if the implantable pulse generator (ipg) had a loss of telemetry at that time or if there was an actual loss of pacing. No actions were taken because when checking for r waves, the patient had a good intrinsic rhythm; the device remains in use. No patient complications have been reported as a result of this event.